Event description:
The physician reported that the patient had minor frostbite at the incision site. The system was turned on prematurely causing the ice to form before the probe was completely positioned. At the time, the patient did not have anything visibly wrong with her. It was late discovered at a follow up appointment that the patient did indeed have frostbite at the site of the incision; but it has been taken care of and there are no long term side effects to report according the physician.